Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the thrombectomy procedure, contrast extravasation occurred after using the retriever. The physician believed that either the retriever device or the act of withdrawing the clot contributed to the extravasation. The patient was administered IV protamine (unknown dose) in response to the event, resolving the extravasation. Post procedure the patient achieved a tici score of 3 and approximately ten days post the index procedure the patient was discharged with a modified ranquin scale (mrs) of 1. During follow up evaluation, it was reported that the patient is doing very well and assessed having a nihss of 1 with a mrs of 0.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risks associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the thrombectomy procedure, contrast extravasation occurred after using the retriever. The physician believed that either the retriever device or the act of withdrawing the clot contributed to the extravasation. The patient was administered IV protamine (unknown dose) in response to the event, resolving the extravasation. Post procedure the patient achieved a tici score of 3 and approximately ten days post the index procedure the patient was discharged with a modified ranquin scale (mrs) of 1. During follow up evaluation, it was reported that the patient is doing very well and assessed having a nihss of 1 with a mrs of 0.